Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the up and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no visible damage was observed on the keypad. All four keypad buttons had a delayed response. The keypad rubber was removed and contamination with adhesive was found under the button contacts. The display was pink and dim. The display was removed and substituted with a known good one. The contrast then returned to normal. If animas obtains additional information regarding this complaint, a follow up report will be submitted.